Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor speaker hums) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the u1004 and u1005 components on the c/a board. The components were causing the unit to draw high current. The root cause for the defective u1004 and u1005 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor speaker was humming.